Manufacturer narrative:
Based on supplier investigation, the device history record review did not indicate any exception that could lead to the reported incident. There was no sample available for investigation. Supplier has implemented several measures during the manufacturing of the cotton towels. The suction process was added before products' final folding, and operators followed the standard operation procedure requirements. The linting test record found the suction results were normal which is within the acceptable range (=0.38g/10pcs). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid lint stuck onto the products during products' transfer. Based on the investigation, there were no abnormalities found during production of the or cotton towels; therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. No action will be taken at this time. We will continue to monitor trends for this type of incident.

Event description:
Customer reported an abundance of lint from the cotton towel, pwtb04-stm, during an angioplasty in the catheterization laboratory using a cardinal health femoral angiography pack , san30afmmg. The doctor frequently rinses and dries his gloved hands with the towel during procedure and he sometimes places the towel on the bottom of the guidewire. The patient suffered no complication during procedure nor after.

Manufacturer narrative:
This supplemental report is being filed since a sample photo was received following the submission of the initial MDR report that was submitted on 9/2/2022. Based on supplier investigation, the device history record review did not indicate any exception that could lead to the reported incident. There was no sample available for investigation. A photo was provided on (B)(6) 2022. Visual inspection indicated linting on the non-woven fabric. Supplier has implemented several measures during the manufacturing of the cotton towels. The suction process was added before products' final folding, and operators followed the standard operation procedure requirements. The linting test record found the suction results were normal which is within the acceptable range (=0.38g/10pcs). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid lint stuck onto the products during products' transfer. Based on the investigation, there were no abnormalities found during production of the or cotton towels; therefore, the root cause could not be determined. No action will be taken at this time. We will continue to monitor trends for this type of incident.